Event description:
A shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and preventing customer interaction with the device. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was under warranty and arranged for a replacement. The customer was instructed on how to put the pump into storage mode and agreed to return the damaged pump using a pre-paid label provided within ten days.